Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). G2 foreign: japan the investigation is complete. This is an initial final report submission. Only the battery pack was returned for evaluation. Visual examination of the returned product found the 4th battery from the plug had leaked electrolyte on the terminal. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that before surgery the pulsavac battery failed. There was no report of any harm or delay as there was no patient involvement. An alternate device was available for use. Due diligence is complete and no additional information is available. During device evaluation, visual inspection of the interior of the pack found the 4th battery from the plug had leaked electrolyte on the terminal. No adverse events were reported as a result of this malfunction.